Manufacturer narrative:
Zimvie complaint (B)(4)..

Event description:
It was reported that the implant package was open prior to placement.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. One implant and components were returned for investigation. The original packaging was not returned. Visual/physical evaluation of the as returned products identified no malfunction. The reported event/coob could not be verified. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and no similar event or complaint was found. A definitive root cause could not be determined. However, according to the investigation and pfmea, the reported event might have occurred due to improper handling and/or storage by end user. Therefore, based on the available information, reported malfunction and the event/coob could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.